Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure on (B)(6) 2019, high thresholds were observed in any position. The physician tried several times to replace the lead on other position but still failed. The physician used another lead to complete the procedure. No adverse consequences reported on the patient.